Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer site to evaluate the dxc 700 au clinical chemistry analyzer. The fse inspected the instrument and determined the failure mode was due to faulty ise buffer valves. The fse replaced the buffer valves to resolve the issue. Section a2, a3, a4, a5: no patient demographic information (age, gender, weight, race or ethnicity) was provided. Beckman coulter internal identifier is (B)(4).

Event description:
The customer questioned high patient results for sodium (na) on their dxc 700 au clinical chemistry analyzer. The customer was experiencing calibration failures for stability errors and generation of alarm 3187 sample pot overflow error prior to obtaining high na results. The erroneous results were not reported outside of the laboratory. There was no report of change to treatment, injury, or death associated with this event. The customer did not provide patient data or demographics.